Event description:
Cs25 dlu calibrated, opened/closed without difficulty, got into firing range and was fired. "Firing complete" message was received on pc and the donut was formed completely. The trocar opened freely after the device was fired. However, a leak developed on the anterior side of the staple line of the anastomotic ring. It appeared as if 1-2 staples were missing in this area.